Event description:
Dealer states the left rear leg buckled and now there is a crack in the leg. The crack in the frame is where the rear crossbar attaches with a screw on the leg. The customer's son states he did fall but reports no injury. Son is in store at time of call, dealer clarified that there were no injuries. Date of purchase is 2011.